Event description:
It was reported that there was a lead warning due to high impedance on the right ventricular (rv) lead. It was also noted that the rv lead had no capture due to a possible lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).